Event description:
It was reported that the customer still having problems with insulin amounts the customer was getting. It was stated that the customer experienced high blood glucose and they give a bolus; couple hours later the customer's glucose level was still high. They gave a new bolus and often nothing happens for a while. Then the customer suddenly goes too far low and gets hypoglycemia. It was also mentioned that the device was not given any alarms and the customer's father was very concerned. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.